Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller stated patient's family member said that last time patient was at the clinic they couldn't connect to the ins with their programmer. Caller noted they don't think patient has followed up on this issue since.

Manufacturer narrative:
Continuation of d10: product ID 37743, serial# unknown, product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 37743, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Caller states the pt's pt programmer will not turn on--caller notes the pt hasn't used their pt programmer in 'a long time' and they now notice today when attempting to turn on it will not turn on. Agent reviewed replacing batteries as caller states they likely haven't been changed in some time.